Event description:
In this event it is reported that vdw. Silver reciproc stopped during treatment. No injury occurred.

Manufacturer narrative:
Even if no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
(B)(6)/(B)(6): battery (breaks down under load) defective, replaced. Handpiece rest (broken) defective, replaced. Mainboard (motor connection socket loose contact) defective, replaced. The charger, the motor smr1769705, the motor cable after thorough inspection, no errors could be found. The foot control and the contra-angle handpiece were not included. Functional test and test measurements without errors. Testing carried out according to iec60601. St:154. Fi:57. Numbers of hours of use: 23.11.11 all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.